Event description:
The patient reported a return of symptoms. The patient stated their physician requested hospitalization. The patient did not have access to their patient programmer while hopitalized. The following month, the patient reported diagnostic tests confirmed a lead fracture. No report of device explantation. Refer to medwatch report # 6000153200701063.